Event description:
Results from the urodynamic study performed on (B)(6) 2017 were reviewed by spinal cord injury clinicians that are part of the study team upon completion of the study. Due to concern regarding elevated bladder pressures, a request was made for (B)(6) clinic's neurologist (dr. (B)(6)) to review the results and advise the research team. Dr. (B)(6) is an expert in spinal cord injury-related urinary tract function. Dr. (B)(6) was away on vacation, but did respond on (B)(6) 2017. We would like to emphasize the urodynamic study was not performed as a safety test of stimulation effects on bladder function and the pt has not reported any changes in quality of life (e. G., incontinence, headache due to autonomic dysreflexia). Since we cannot determine with absolute certainty if stimulation caused this result, we are working as a team to interpret these findings and decide how best to proceed. The research intervention (intermittent epidural stimulation during motor rehabilitation) has been ongoing for 12 months. However, stimulation was not on during the urodynamic study. It cannot be confirmed nor denied that epidural stimulation has caused direct or indirect changes in spinal circuitry that controls reflex activity of the bladder. The spinal cord injury experts on the team advise that it would be unusual to see these changes after several years of stable neurogenic bladder, but from a single subject we cannot say with certainty it is due to stimulation. Stimulation was not on during bladder testing, so it would at most be an indirect effect. Drs. (B)(6) are following up with the subject and will likely initiate anticholinergic treatment once the subject is seen clinically.